Manufacturer narrative:
B3- the event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a syncopal episode in february due to atrial fibrillation.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device-related issues with (B)(6) reported or identified through this evaluation. It was determined that the reported information did not meet the requirements of a complaint; however, this record will remain a complaint as an initial MDR (medical device report) has already been submitted. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient had experienced diaphoresis, dizziness, and weakness. There was no treatment performed, only monitoring. The patient symptoms alleviated without intervention. The patient had an implantable cardioverter-defibrillator (ICD) implanted prior to ventricular assist device (vad). There were no arrhythmias seen on the ICD report. The patient had a history of atrial fibrillation pre-left ventricular assist device (lvad). It was unknown if the event was arrhythmia. The patient would continue current plan of care for general management.